Event description:
It was reported that the customer lost the battery cap from the insulin pump. Customer's current blood glucose reading was 123 mg/dl. However, customer reported a blood glucose level of over 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.